Event description:
During an atrial fibrillation procedure, after insertion, an air leak was noted from the hemostasis valve of the sheath when aspirating. The sheath was replaced, and the procedure was completed with no adverse patient consequences. When hands were used to block the hemostasis valve of the sheath, air was not aspirated, confirming it was the valve that was leaking air.